Event description:
It was reported that the pump touch screen was shattered. Reportedly, the reason for the shattered screen was unknown. Customer's blood glucose was in the 400 (mg/dl) range. Customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.